Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error u-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem, "activation error on erbe" was able to be confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using system and the unit powered on to a looping u-02 error interrupting activation. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. Ther probable root cause could not be determined but could be attributed to an electrical component failure within the erbe generator.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an activation error u-02 occurred on vio dv integrated electrosurgical unit (iesu) or erbe. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before calling the tse, the customer power cycled the erbe multiple times, but the issue persisted. The tse had the customer perform a hard power cycle with no change. The customer elected to use a new vision side cart (vsc) to continue with the procedure. The procedure was completed as planned with no reported injury.